Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller was unsure which system produced the discrepant result. Reference medwatch reports with a1 patient identifiers (B)(6) for the subsequent suspect devices.

Event description:
Caller states patient tested 6.1 inr on the coaguchek xs system while a comparison lab returned as 3.49 inr. Patient's coumadin dose was held. No adverse event reported. Requested return of suspect system and replacement was sent.